Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Event description:
Ous MDR - it was reported that after over 7 years of implantation a lead pacing impedance warning of less than 200 ohms was received. The impedance returned to normal afterwards. Threshold and sensing remained unchanged. Several days later another home monitornig warning was received for aborted shock. The interrogation of the device showed noise. No adverse patient side effects were reported.